Manufacturer narrative:
A service engineer (se) inspected the device and found an associated error code. The se performed testing and the ventilator passed. The ventilator was returned to the customer. Per review of logs, the ventilator entered mixed backup ventilation at the time of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator went into a ventilator inoperative condition and generated a background fault error. The settings were noted to have been locked out. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event. Per review of logs, the ventilator entered mixed backup ventilation at the time of the reported event.